Event description:
I used u by kotex security tampons and contracted a severe urinary tract infection. I was prescribed medication to treat the infection. The prescribed medications provided some relief; however, I am still experiencing urinary discomfort and so will be following up with my primary care physician. I feel the product left pieces in my body and that is why the infection is still lingering. Regrettably I threw away the box that the product was packaged in, however I kept the unused product. I believe approximate date of purchase was (B)(6) 2019 from (B)(6) located at (B)(6). The product was not damaged before the incident. The product was modified before the incident. (B)(4).